Event description:
During routine follow up on (B)(6) 2013, the ventricular lead impedance was noted to be 1250. Impedance is stable and just at the high end of normal limits. The physician was dr. (B)(6) at (B)(6) hospital, (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).